Event description:
The user facility reported that the angio-seal plug was believed to be deployed and the device pulled back; however, the whole device came out, including footplate. Manual pressure was used and the patient okay. There was no harm to the patient. Additional information was received on 15 oct 2024: the procedure performed was an angioplasty left leg. A 6 french procedure sheath size was used. There was no problem inserting the angio-seal. Minimal blood loss was reported when the angio-seal was removed. The patient was fine, the device was removed straight away, and manual compression applied. The patient was stable.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to local data protection rules a2: age or date of birth: requested, not provided due to local data protection rules a3a: sex: requested, not provided due to local data protection rules a3b: gender: n/a a4: weight: requested, not provided due to local data protection rules. A5: ethnicity: requested, not provided due to local data protection rules. A6: race: requested, not provided due to local data protection rules. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for assessment. The returned device included the locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully separated and fully rear-locked and the anchor and collagen were found to have been released and were visible within at the distal tip. Functional testing could not be performed due to the condition of the returned device. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).